Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j94142130, implanted: (B)(6) 1994. Product type: catheter: product ID 8711, lot# j11450r41, implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Event description:
The patient reported that their patient¿s pump did not have any medication in it at the time of the report; that it was all removed in (B)(6) 2013 and contained saline. The prior medication used within the system was dilaudid. The patient reported having been in the hospital due to drug withdrawal. The patient stated that, about three to four weeks prior to the report, the patient¿s physician withdrew medication from her pump and placed saline. The patient stated that ¿it put her in withdrawal and she ended up in the hospital for seven days and seven nights¿. The patient reported having had dilaudid and bupivacaine in the pump.

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that they did not have concerns with their device or therapy. Their physician ordered the medication out of the patient¿s pump at one time which brought on ¿withdraw in (illegible)¿. They were taken to the hospital by ambulance and were there for one week. They received assistance from their doctor or representative and their concerns were resolved. They further noted they were still having concerns regarding their device or therapy, but they were working with their doctor or representative. No appointment had yet been scheduled.

Event description:
Additional information was received. It was reported that the patient had not wanted medication in the pump as she could no longer drive with the pump. It was stated that the medication had been taken out of the pump in (B)(6) 2013, but it was unknown why the nurse had done it. The patient had gone to the hospital because she was ¿cold and sick¿ before being told she was in withdrawal. No alarm was heard from the pump and it remained implanted at the time of report, but contained only saline.

Event description:
Additional information received reported that the patient had no pain for 17 months; then had return of pain which started 6.5 months ago. Then 8 days ago, she went and got dilaudid and bupivacaine put in the pump. The patient was still having pain. The patient was told by their hcp that there might still have been saline in the catheter. The patient was redirected to the hcp.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. The patient stated she previously had saline put in the pump because she was not having any pain symptoms. The patient's pain returned after eighteen months so the healthcare professional (hcp) reinitiated therapy "in (B)(6) 2015, but the pump was not taking care of the pain. The patient stated she got "no relief and in fact the pain increased." The patient denied any falls or trauma since therapy was reinitiated. The patient stated that the hcp explained to her that they don't provide as much medication dose; the patient reported she used to have a daily dose of 9mg/day and the hcp informed her "they don't go above 2mg/day." The patient was redirected to the hcp to discuss dosing. The patient requested physician listings.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's pump has had saline in it for the past 2 years. The patient has started experiencing pain again "last (B)(6)" 2014. The patient stated she broke her hip two weeks ago and was in the hospital to do physical therapy.